Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch # n90z5b provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot.

Event description:
It was reported that during a bypass procedure, the stapler was fired two times and on the third firing the stapler would not open. The surgeon tried the reverse button and it didn't work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54719. The analysis found that one plee60a device was returned in good visual condition and with one gst60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.